Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j310 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j310 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. The complaint kit and smart card were returned for investigation. A review of the smart card data showed an alarm #7: blood leak? (Centrifuge chamber) occurred after 146 ml of whole blood had been processed. The received kit verified the drive tube broke between the upper and lower drive tube bearing stops. The received kit was missing the centrifuge bowl and the section of the drive tube above where the break occurred. The lower drive tube bearing was still in tact and the upper drive tube bearing had broken into several pieces. A known cause of a drive tube break is when the drive tube is not rotating freely. If the drive tube bearing is not securely loaded into its retainer the centripetal force would cause the bearing to move to the center of the drive tube and eventually impact the centrifuge chamber wall. The broken upper drive tube bearing and the location of the break in the drive tube is consistent with a misload of the upper drive tube bearing; however, a definitive root cause for the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported approximately 100 ml of whole blood was processed at the time the drive tube break occurred. The patient was reported to be in stable condition. The customer returned the kit with smart card for investigation.